Event description:
Olympus was informed that during a therapeutic total nephroureterectomy procedure, the subject device was not cutting tissue and it was discovered that the distal end of the tip was broken. X-ray was said to have been performed and it was confirmed that no device fragment had fallen into the patient's body cavity. The procedure was reportedly completed with a different but similar device. The fragment of the device was said to have been found under the operating table following the procedure. The fragment was reportedly 10mm in size with no sharp edges. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer (OEM) for evaluation. The device was determined to have fractured 10mm from the distal end. There was evidence of a scratch at the fracture site. The manufacturing history was reviewed, with no irregularities noted. Based upon the results of the investigation, the original equipment manufacturer (OEM) concluded that the breakage occurred when the subject device came in contact with a hard object such as a metal clip during ultrasonic output. This report is being submitted as a medical device report in an abundance of caution.